Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error message displayed during aspiration. The 30mm x 3mm target lesion was located in the portal vein. The lesion had a significant bend less than or equal to 45 degrees. There was no stenosis and the lesion was totally occluded. The de novo lesion was concentric shaped and the anatomy was mildly tortuous. Pre-dilation was not performed. An angiojet® solent¿ omni was selected for a thrombectomy procedure. Priming was completed and aspiration was initiated inside the body. However, after around 20 seconds the device stopped working and an error message stating "saline bag was full" displayed. The device was reset, but the issue persisted and an error message to "please change the catheter" displayed. The procedure was completed with a different device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR.:returned product consisted of a solent omni thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is in indication that the outlet adapter seal failed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. The 30 mm x 3 mm target lesion was located in the portal vein. The lesion had a significant bend less than or equal to 45 degrees. There was no stenosis and the lesion was totally occluded. The de novo lesion was concentric shaped and the anatomy was mildly tortuous. Pre-dilation was not performed. An angiojet solent omni was selected for a thrombectomy procedure. Priming was completed and aspiration was initiated inside the body. However, after around 20 seconds the device stopped working and an error message stating "saline bag was full" displayed. The device was reset, but the issue persisted and an error message to "please change the catheter" displayed. The procedure was completed with a different device. There were no patient complications and the patient was stable.